Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad) and was predilated with a 2.50 x 12 mm maverick balloon. A 3.50 x 16 mm taxus express2 drug eluting stent was advanced to the lesion but was unable to cross. Upon removal and inspection of the stent it was found that the stent was crushed at the distal end. The procedure was successfully completed with repeat dilation and placement of a 3.50 x 16 mm taxus stent. No patient complications were reported. The patient's status is reported as `satisfactory/good.'